Manufacturer narrative:
The reported events were for lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found damage to the insulation consistent with procedure damage. The s-curve hump height was measured to be within product specification. The reported event for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented revision of the left ventricular lead due to increased capture threshold. Fluoroscopy confirmed that the lead was in main coronary sinus and had dislodged from the original posterior lateral branch. The lead was explanted and replaced. The patient was in stable condition prior to, and following the procedure.